Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# : hg5cc8y16, implanted: (B)(6) 2022, product type: catheter, other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 01-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider and distributor regarding a patient who was receiving gabalon at a daily dose rate of 30 mcg via an implantable pump for hereditary spastic paraplegia. The dosing duration for gabalon was (B)(6) 2022 and continuing. It was reported that on (B)(6)2022 a call was received from the physician of neurosurgery. Effusion had accumulated in the surgical wound on the back of the patient who had implantation performed on (B)(6) 2022. Exudate had also accumulated under the abdomen. It was noted as having been thought that the purse-string suture was loose or that there was a cerebrospinal fluid leak. It was further reported that as confirmed by an image, the anchor had come off from the insertion site. Outcome of the event was unrecovered. Anchor fixation and purse-string suture repair was to be performed on (B)(6) 2022, but there is also a possibility of catheter replacement. Regarding causality the event was not related to drug, programming, the pump or catheter, and unknown if related to surgical procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated repair surgery was performed on 2022 (B)(6). The anchor part was refixed and the incision was closed. The abdomen was aspirated. It was indicated there was a cerebrospinal fluid (csf) leak in the back due to the detachment of the anchor. There was also csf in the abdomen that "hung on the catheter." As of 2022 (B)(6), it was confirmed that the csf leak had subsided and the patient recovered. The event resulted in hospitalization or extension of hospitalization.